Event description:
On (B)(6) 2009, the patient reported that while she was changing the insulin cartridge of her infusion device, she accidentally pulled on the cartridge and all the insulin spilled into the chamber. The patient was educated on the proper procedure to change the cartridge. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.